Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a clinical patient experienced "bleb leak" and 2 months later "implant exposure or extrusion/conjunctival erosion" in the unknown eye against the xen®45 gts. Bleb leak treated with "bandage contact lens & topical timolol 0.5% 1 gtt qam." For treatment of exposure, bleb revision performed with 2 sutures placed mid xen for conjunctival closure. Later, conjunctival revision performed. Events resolved without sequelae.